Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue of unexpected shutdown but was able to verify the reported error a034 was logged in the device¿s memory. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. The customer also observed that the device had displayed an event code which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the device data and verified the error code but was unable to verify or duplicate the unexpected shutdown. The root cause could not be established. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. The customer also observed that the device had displayed an event code which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.